Event description:
Ptca of lad resulted in balloon rupture with initial inflation to only approx 5 apm. Likely a calcium spicule punctured the balloon. Balloon deflation was accomplished but the balloon was tightly stuck in the lumen. The balloon finally released and was withdrawn. The distal 1/3 of the balloon material was missing and presumably remains in the left anterior descending coronary artery.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.